Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received an unspecified lower scan result on the ADC device compared to an unspecified reading obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as shaking and was unable to self-treat. The customer further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.